Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via follow up call, he was having issues with the sensor having inaccurate readings. He also had many low blood glucose events. Customer spoke with someone in regards to the issues and she informed lows were caused due to the insulin pump not delivering accurately. She didn't adjust the dosage or give indications of what to do. Customer states the insulin pump constantly alerts low or high predicts. The sensor tends to be 30 to 60 points off. The sensor has activated the threshold suspend, sensor reading was at 60 mg/dl and blood glucose was 80 to 90 mg/dl. Customer mentioned his blood glucose once was 180 mg/dl and it dropped to 40 mg/dl after he had pizza. Customer is not returning the device for analysis.